Event description:
End user's sister reported that the trsx56fbp wheelchair bent and "sort of" collapsed while being utilized by the end user on a sidewalk, causing the end user to fall in the snow. User sustained a red area on her arm, no medical attention needed.